Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges she was traveling on the sidewalk and she stated that there was gravel and a rock may have gotten stuck in the tire because the unit began to make a strange noise. Consumer allege she let off throttle but it kept moving forward, went off sidewalk, hit a fence, and flipped over.

Manufacturer narrative:
Client travels on a dirt road near her home. A rock became caught in her caster forks and caused the chair to flip. The provider evaluated and repaired the device. The device is working properly. Provider evaluated and repaired.

Event description:
Consumer alleges she was traveling on the sidewalk and she stated that there was gravel and a rock may have gotten stuck in the tire because the unit began to make a strange noise. Consumer allege she let off throttle but it kept moving forward, went off sidewalk, hit a fence, and flipped over.